Event description:
It was reported that the atrial lead had high impedance. Trend data collected about the lead also indicated oversensing. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: the lead was not returned, but we did received data collected from the device and have analyzed the data. The weekly pacing lead impedance trend data showed high impedance for minimum and maximum atrial pacing of 5312 to 8256 ohms range between (B)(6) 2012.